Event description:
Reportedly, the subject device had been correctly programmed and implanted in the operating room. When trying to interrogate the device with patient in his hospital room, it was impossible to interrogate even with different programming heads, programmers and software versions. We tried remote monitoring and we were able to receive a transmission.

Manufacturer narrative:
Preliminary analysis revealed, the device was manufactured and delivered according to all applicable procedures.